Event description:
It was reported that prior to starting a da vinci surgical procedure, the robot indicated the fenestrated bipolar forceps instrument was not compatible. The instrument was not used on the patient. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an in-house system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. Additional observations not reported was the insulation on the conductor wire appeared to have melted and may have material missing. Failure analysis concluded the damaged insulation was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Various scratches on the distal end of the main tube exhibiting light material removal were found. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing wire insulation and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.